Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was missing a clamp the following information was received by the initial reporter with the following: primary IV tubing found to not have a clamp.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.